Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The lens was returned for evaluation. Solution is dried on the lens. The optic is damaged in two places on the edge with loose and missing lens material. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge and non-qualified viscoelastic. The handpiece indicated is approved to be used with a qualified cartridge combination. The company lens model is only qualified for use in the company (a) and (b) cartridges. Lens damage was observed. The root cause is most likely a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, there was difficulty in inserting the lens and therefore, it was not inserted. After checking, it was noticed that the iol optical part was broken off. The surgery was completed after replacing the lens with another same power backup lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).